Manufacturer narrative:
A stryker field service representative evaluated the customer's device and was able to duplicate the reported issue with ac power only. The device functioned properly with dc power (batteries). Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. The customer was advised to acquire a new ac power adapter. The root cause of the reported issue was a faulty ac power adapter.

Event description:
The customer contacted stryker to report intermittent power issues with their device. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.